Event description:
It was reported that there were stimulation/therapy issues and the patient never had therapeutic effect and stimulation in the wrong location. Actions were not yet taken but were planned. They put screen on implant, the date was accurate, and the patient¿s feedback was paresthesia in the bilateral lower extremities. On follow up for reprogramming on (B)(6), the patient noted only right side coverage was present. It was recommended to wait until the post-operative date of (B)(6) to attempt a second reprogramming session and balance paresthesia. It was confirmed by a post-operative x-ray that one lead migrated down and over and attributed to the loss of coverage need on the left lower extremity. One final attempt to reprogram was scheduled for june 8 at the healthcare provider (hcp) office. The manufacturer representative (rep) would follow up if unsuccessful coverage was obtained and would proceed to a revision if needed. Diagnostic testing or troubleshooting that was performed was impedance testing, x-rays, and reprogramming. Patient status at the time of the report was alive, no injury. There were patient symptoms or complications associated with the event that included less than 50 percent therapy relief at the lead location. Reprogramming on (B)(6) was not successful. A lead revision was not scheduled at the time of the report. They were awaiting approval for a lead revision from insurance. Information regarding if a lead revision was scheduled and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4); product type lead product ID 977a260, serial# (B)(4); product type lead product ID 977a260, serial# (B)(4); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 748940, serial# (B)(4); product type extension product ID 748940, serial# (B)(4); product type extension. (B)(4).